Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the external monitor for the navigation system would lose display functionality, reported as "going black" after selecting a procedure in the application software. It was noted that a hdmi to digital visual interface (dvi) cable was in use. There was no patient present when this issue was identified on 2020-dec-09 e1-e4 (rep, for): additional information was received. It was reported that the issue was found to be with a non-medtronic digital visual interface (dvi) to hdmi cable. It was noted that the cabling was used to export the images to the facility's non-medtronic monitors.